Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 349 mg/dl at its highest with a high level of ketones. The customer delivered a correction bolus and as the bg was not lowering, insulin injections were administered. The next morning the customer's bg level dropped to 62 mg/dl. The customer stated that the low bg was due to the corrective bolus and then using the insulin injections. Breakfast and coffee were consumed to address the low bg. The customer thought the high bg was strictly related to the pump as the pump that was being used at during this pump has since been replaced and there had not been any further issues with bg or with the pump.